Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the experienced syncope and was admitted to the hospital. It was found that the single coil right ventricular (rv) lead had high dft (defibrillation threshold). The rv lead was explanted and replaced with a new dual coil lead along with a sub-q coil lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.